Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, the physician had difficulty positioning the lead and twice had to re-anchor the lead. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.